Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The lens was returned for evaluation. Solution and blood are dried on the lens. Marks are observed on both the anterior and posterior sides of the lens. Product history records were reviewed, and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product was returned for evaluation. The product investigation could not identify a root cause for the reported complaint. The file indicated there was a posterior capsule rupture while dialing the lens. Information was not provided whether the doctor is blaming the lens for the pcr. The company, 24.0 diopter lens was replaced with a company anterior chamber lens. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during cataract surgery with intraocular lens (iol) implant procedure, posterior capsule ruptured when dialing the lens. Subsequently the lens was removed during initial procedure and completed with company lens other model. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).